Event description:
Event reported as, "10 cm band implanted, patient developed serious reflux - ugi demonstrated band slippage."

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause of this event. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."